Manufacturer narrative:
Pump passed displacement test, rewind, basic occlusion, occlusion, prime, no delivery and motor tests. No excessive no delivery alarm or motor error alarm noted. Unit had minor scratched lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.

Event description:
It was reported the customer received a no delivery alarm. The customer also reported receiving motor error alarms during bolus deliveries. The customer's blood glucose was 359 mg/dl. Customer had treated their blood glucose with manual injections. Troubleshooting found insulin was able to exit during a fixed prime. Customer also stated they were able to rewind the insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.